Manufacturer narrative:
Eval summary: qa analysis of the returned stent delivery sys (sds) revealed that blood and fluid were visible in the inflation lumen and the in the balloon. The stent was stationary on the balloon and between the markers. There was no damage noted to the stent. The proximal and distal ends of the balloon were partially inflated. The used inflation device was not returned. A new indeflator was used in an attempt to pressurize the sds when fluid leaked from a pinhole in the proximal end of the balloon, at the proximal end of the marker band. The pinhole is on a crease, and there are scratches proximal to the pinhole. The balloon did not completely inflate and the stent did not deploy. Quality engineering concluded that scratches in the vicinity of the pinhole indicate that this damage occurred as a result of mechanical damage; however, the exact source could not be determined. The pinhole prevented the balloon from reaching adequate pressure to deploy the stent and allowed blood to enter the inflation lumen, which in turn, prevented the balloon from deflating completely. The scanning electron microscopy (sem) images confirmed the existence of a pinhole inside a crease in the balloon, and attributed the damage to a materials/ processing issue. The images also revealed that the mechanical damage initiated from the inside of the balloon, above the proximal end of the proximal marker band. Further analysis of the device concluded that the pinhole appears to be internal damage related to the marker, the fact that it is at the bottom of a fold indicates damage may have been caused during or after the balloon was folded. The root cause for the pinhole could not be determined. It was reported that the procedure was to treat a recent ami pt, this is contrary to the instructions for use, which state: "contraindications - pts who have experienced a recent (less than 1 week) acute myocardial infarction." Quality engineering has communicated with mfg informing the operators of this prod issue. A review of the mfg lot history record revealed that there was one non-conforming material report for this prod lot for a similar issue. During online reliability engineering inspection, one unit was found to have a pinhole. A sampling and visual inspection of 20 units was performed; all units passed, therefore engineering deemed this lot acceptable for disposition. Also, a review of the complaint database revealed that there have been no other reports for this prod part/lot combination. This MDR is considered closed by the qa department.

Event description:
It was reported that the lesion was in the distal lcx with no tortuosity and no calcification, in an acute myocardial infarction (ami) pt. Pre-dilatation was performed with another co's balloon catheter. The stent delivery sys (sds) was inflated to 3-4 atm the balloon began to expand; however, no more pressure could be applied. At the time of deflation, both sides of the balloon would not completely deflate, and the sds was removed partially inflated. Reportedly, there was no pt injury.